Event description:
It was reported that pump experienced malfunction that prevented shutdown after multiple attempts, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged shipment of replacement pump and customer was instructed to allow pump battery to fully deplete. Customer to use multiple daily injections as backup insulin therapy.